Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a faulty doppler. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 544886, event site state - zz), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated the unit and found doppler probe broken. In order to fix the issue fse replaced doppler probe. Functional check passed. Tested and unit ok.